Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404, registration no.: 3005580113. Summary of investigational findings: investigation is based on event description and returned product. Only the sheath with a filter inside was returned. The filter was placed at the distal end of the sheath with the primary filter legs slightly exiting from the tip, ie the filter had been reloaded from femoral to jugular introducer. Dents were noted in the sheath tip itself and was probably caused by the filter legs, as if attempts were made to forcefully pull the filter back into the sheath. This pulling could have straightened the hook of the filter introducer and caused the filter to unintendedly deploy from the introducer, but this cannot be confirmed, since the introducer was not returned for investigation. No evidence to suggest that the product was not manufactured according to specifications cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: "the filter opened in the catheter before they were ready to deploy." Additional information received 02may2018: there was not a penetration/perforation, migration, fracture or retrieval. The ivc filter had come off the hook of the deployment catheter inside the 7fr introducer. The filter was deployed without depressing the blue release button as described by the physician. Patient outcome: the patient did not require any additional procedures due to this occurrence. There was no harm to patient.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# igtcfs-65-1-uni-tulip g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113: (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: "the filter opened in the catheter before they were ready to deploy." Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence

Manufacturer narrative:
Exemption number e2016032. (B)(4). Investigation is still in progress.

Event description:
Additional information provided 02may2018 by cook personnel after follow up with customer: there was not a penetration/perforation, migration, fracture or retrieval. The ivc filter had come off the hook of the deployment catheter inside the 7fr introducer. The filter was deployed without depressing the blue release button as described by the physician. There was no harm to pt. Patient outcome: additional information provided 02may2018 by cook personnel after follow up with customer: there was no harm to pt.